Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding and bruising. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive bleeding and bruising at the pod infusion site had occurred. In addition the patient reports theie blood glucose level had rose to 321 mg/dl. The patient reports they had gone to the hospital. The patient was discharged from the hospital after 3 days. No further information could be provided as to this event.